Event description:
This customer reported a pacing test failure, found during routine testing of the device.

Manufacturer narrative:
(B)(4). This customer reported a pacing test failure, found during routine testing of the device. The device was evaluated locally by philips and the reported symptom was confirmed. The therapy pca was replaced to resolve the issue.